Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint of complete black image was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): 3.3 inspection of the endoscope. 4. Inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. In addition, the following non-reportable malfunctions were found during the device evaluation: due to damage on ch-tube, water tightness was lost, due to a pinhole on a-rubber, water tightness was lost, due to damage on ccd (charged coupled device) unit, a noise image occurred, a-rubber had a pinhole, bending tube had a dent, due to damage on a-rubber, insulation resistance value at distal end did not meet the standard value. Olympus will continue to monitor field performance for this device. H3 other text : 3rd party evaluation.

Event description:
A field service representative reported to olympus that the bronchovideoscope had deformation of bending part, and screen black/no image. The issue was found during preparation for use. There were no reports of patient harm.